Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The settings were correct and the insulin pump passed the tests.